Manufacturer narrative:
Initial report: as reported, during a below the knew angioplasty on a female patient with peripheral artery disease, the tip of the cxi support catheter separated. According to the initial reporter, the cxi device was removed from the package and the user attempt to load an unknown .014' guide wire when the tip of the catheter broke off. The user opened another cxi device to complete the procedure with no issues. This device did not make patient contact. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. Reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that one cxi returned with 4mm of the black distal tip separated. No other damage was noted. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. The information provided upon review of the complaint file provides evidence to support that the device was manufactured to specification. An IFU is provided with this device, which states, "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." Based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to random component failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Reporter is patient's sister. PMA/510(k) number = k122796. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a below the knew angioplasty on a female patient with peripheral artery disease, the tip of the cxi support catheter separated. According to the initial reporter, the cxi device was removed from the package and the user attempt to load an unknown .014 guide wire when the tip of the catheter broke off. The user opened another cxi device to complete the procedure with no issues. This device did not make patient contact. The patient did not experience any adverse effects due to this occurrence.